Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent implant surgery with the tfna in question. The first surgery was completed successfully. After the surgery, the bone head was varus, and ten (10) days after the surgery, the cut-out occurred. The patient reported pain. On (B)(6) the patient underwent the revision surgery. In the revision, the surgeon removed the tfna and bha surgery was performed. The surgeon commented that the patient bone quality was bad, the appropriate surgery might not be tfna surgery, and that there was no problem with products. No further information is available. This report is for one (1) tfna helical blade 80mm sterile. This is report 2 of 4 for (B)(4).